Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the blood loss was minimal. No transfusions were required. Tissue was oversewed and stapled.